Event description:
Per the clinic, the patient developed signs of infection with pus discharge from the incision site behind the ear and subsequently was treated with medicines (specific type, date and duration not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was administered with oral antibiotics (specific date and duration not reported). The infection has reportedly resolved and there is no indication for device explant at the time of this report.